Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has been inoperable for two years as the patient has not recharged the ipg. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been restored and issue has been resolved.

Event description:
Follow up information identified the patient stopped recharging the device due to the sensation she experienced in her legs. The patient is receiving effective stimulation now.